Event description:
The complainant reported a patient in cardiogenic shock from an acute myocardial infarction was implanted with an impella cp device for mechanical circulatory support and during support, the patient experienced runs of ventricular tachycardia requiring medical intervention. The patient presented by emergency medical services with chest pain and hypertension. The patient was diaphoretic, pale, and hypotensive with systolics in the 80s upon arrival. St-segment elevation myocardial infarction alert was called. The patient was intubated and underwent cardiopulmonary resuscitation for approximately 20 minutes in the catheterization lab. Emergent impella cp placement was completed. The patient was being prepped for transfer to a higher-level care facility for possible extracorporeal membrane oxygenation (ECMO). During support on the impella cp, the patient experienced runs of ventricular tachycardia and was defibrillated four times. Lidocaine and amiodarone boluses were administered. The patient was eventually transferred, and the impella cp was explanted after approximately seven hours of support and escalated to the impella 5.5 and extracorporeal membrane circulation with a survived outcome. Additional information received noted the patient would expire after two days of support on the impella 5.5 device.

Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Regarding, ventricular tachycardia in order to make a cause determination, all of the clinical details would have to be provided. The cause was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted to provide medical safety/clinical review. No new information was identified that changes the previously submitted device investigation or its conclusions. Medical safety/clinical review medical safety/clinical reviewed the event. An impella cp was inserted via the femoral artery in a [48-year-old male patient] who presented via ems with acute chest pain, hypotension, and flash pulmonary edema. The patient¿s only known comorbidity was obesity. Upon ems arrival, the patient was diaphoretic, pale, and hypotensive with systolic blood pressures in the 80s. Aspirin was administered, an ECG was completed, and the patient was transported to the emergency department. A stemi alert was activated, the patient was intubated, and the patient subsequently experienced cardiac arrest requiring approximately 20 minutes of CPR in the cardiac catheterization laboratory. Due to cardiogenic shock, consistent with scai stage e, the decision was made to implant an impella cp for mechanical circulatory support. Following impella cp implantation (day 0), the patient experienced runs of ventricular tachycardia requiring four defibrillation shocks and administration of lidocaine and amiodarone boluses. Due to ongoing hemodynamic instability, the decision was made to escalate support to an impella 5.5 and initiate va ECMO. The impella 5.5 was implanted via a right axillary artery cutdown using a 10 mm × 15 cm vascutek gelweave graft. Anticoagulation was achieved with heparin (activated clotting time 312 seconds). The device was inserted and activated without complication; however, once on support, the impella 5.5 demonstrated restricted pump flow, suction events despite optimization attempts. Hemodynamic assessment included swan-ganz catheter placement, echocardiographic evaluation, volume resuscitation, and escalation of inotropic support. Despite these interventions, flows remained lower than expected. The patient was placed on va ECMO, and the impella 5.5 was reduced to p-2. In the days following implantation, the patient developed hematuria with reduced urine output (<30 cc/hr.), progressed to renal failure requiring dialysis, and subsequently developed evidence of limb ischemia with absent flow in the legs and arms. The patient remained critically ill with a guarded prognosis. Subsequently, care was withdrawn, and the patient expired. The event story involves two product complaints impella cp - MDR 1220648-2026-01015: serious injury impella 5.5 - MDR 1220648-2026-01320: death related medical device reports: this impella cp device report is one of two devices associated with the event. Refer to the related manufacturer report number as noted in section h10 for the medical device report on the impella 5.5.